Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the buttons would stop responding and needs to be pressed again. The customer¿s blood glucose level was 135 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that arrow up and down buttons were not working. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt and also easy bolus feature was on. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery but buttons were remain unresponsive. The customer also reported site issue. The customer reported blood at sensor insertion site. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.